Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed via log file analysis. A review of the log files contained data spanning approximately 2 days (on (B)(6) 2023, on (B)(6) 2000 per timestamp). Starting on (B)(6) 2023 at 11:15:50, driveline power fault alarms activated due to a power a broken fault. The alarms did not resolve before the driveline was disconnected at 11:20:39, consistent with the reported controller exchange. There were no other notable alarms active in the log file or flow issues that would have resulted in an atypical red heart alarm. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis. The system controller underwent preliminary and functional testing and passed without issue. The controller was connected to a mock circulatory loop with the returned modular cable (lot number: 8178763) and was able to operate the system for extended operation. No alarms were reproduced. Per the provided information, the alarms resolved after the equipment exchanges. A root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. D, section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot driveline fault alarms. Heartmate 3 instructions for use, rev. C, section 2-¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2-¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The heartmate3 lvas patient handbook, rev d, section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage and ensuring that the modular in-line connector is secure and the connector locking nut is in the locked position. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related MFR # 2916596-2023-03568. It was reported that the patient had red heart alarms on their controller and changed to their backup controller at their residence, and then called the hospital. A review of the log files revealed driveline power fault alarms on (B)(6) 2023 at 1115 through 1120. These alarms were followed by low flow alarms, driveline disconnect, and pump off alarms associated with a controller exchange. The patient came into the clinic, where the modular cable and the controller were exchanged. No alarms occurred after this exchange.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.